Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that they were going to take a break from the pump to get their "a1c under control". Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or provide additional information on the reported event.